Event description:
The customer reported to olympus, that the visera elite ii video system center, would not turn on. The issue occurred during preparation for use before a therapeutic procedure (laparoscopic surgery). The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that when pressing on the power switch, the switch would not light green. Confirming that the power was not turned on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no power occurred due to a faulty power supply. The cause of the power supply failure could not be identified. Olympus will continue to monitor field performance for this device.